Event description:
It was reported that the patient presented at the emergency room with intermittent capture. Patient also reported weakness and fatigue. The patient's right ventricular (rv) lead was later capped and replaced due to high and unstable pacing thresholds the clinic had been monitoring. Patient's new device was reprogrammed differently from settings used in the previous device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: (B)(4) ipg, implanted (B)(6) 2007. (B)(4).